Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, scratch was observed on the iol optic after implantation. Lens was explanted in initial procedure. The procedure was completed on the same day with back up lens. There was no patient harm.